Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The 99% stenosed, calcified, target lesion was in an unspecified extremely tortuous vessel. The lesion was predilated with an unknown balloon catheter. A 2.5x16mm taxus express2 drug eluting stent (des) was advanced to treat the target lesion but it could not adequately cross the lesion. The physician attempted "several times" to cross the lesion with the device but was unsuccessful. Upon removal, the stent strut appeared "lifted up". The procedure was completed with another 2.5x16mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
.